Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during support with the impella cp device, the automated controller displayed intermittent static on the screen after it was unplugged from alternating current power. The issue resembled brief visual interference similar to an older television screen. The display distortion was intermittent, did not persist, and did not recur after the initial report. No corrective actions were taken, and no impact to the patient was noted. This has been classified as a reportable malfunction.